Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol 2015-001-pro and protocol 2015-002-pro. Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
EU reports that about 6 months ago he started to develop a red itchy rash on his back then his legs. And now is also on abdomen and arms. It is a red very itchy rash with tiny bumps that ooze clear fluid when scratched. There is no rash under his appliance. He had a rash under his skin barrier back in 2010 and switched from an all durahesive moldable to the stomahesive moldable. That rash did clear up but what was the actual cause is not known but he was treated for a fungal rash. He has also been prescribed triamcinalone 1 per cent ointment and zyrtec without much improvement. He is returning to dermatologist next week.